Event description:
It was reported that the pneupac was stuck. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One pneupac® parapac® ventilator was returned for analysis in poor condition. Upon visual inspection the relief alarm knob was missing, air mix switch was damaged, and the faceplate was bowed. The knob was confirmed to be missing but the unit was able to spin without it. Based on the evidence the complaint was confirmed with root cause being user interface.